Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the implantable cardiac monitor (icm) displayed under-sensing. It was suggested the combination q wave, r wave, and s wave (qrs) changed resulting in under-sensing. It was additionally suggested to change the sensitivity as a measure of preventingfurther episodes. The icm remains in use. No patient complications have been reported as a result of this event.